Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer¿s blood glucose (bg) level was 600 mg/dl. Reportedly, the customer was hospitalized; details and nature of event were not provided. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.